Event description:
A vascade 6/7f device was used following a coronary diagnostic procedure. The disc was deployed and temporary hemostasis was achieved. Collagen deployed without incident and final hemostasis achieved. Patient discharged 2 hours later per normal protocol. Later that evening patient used bathroom and observed pulsatile blood coming form access site. Pressure held by patient and then paramedics who controlled bleeding and managed site. Patient not taken to hospital. Follow up with doctor on (B)(6) 2015 showed no further complications.

Manufacturer narrative:
The lot number of the device was not known so a review of the DHR was unable to be performed. The reported event was not related to device malfunction. Complications such as re-bleeding are general complications which may be related to endovascular procedures or vascular closure. It is also possible that the patient was non-compliant with discharge instructions regarding post-procedure activities that may result in re-bleed.